Manufacturer narrative:
Pt info: unk. Investigation type: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm micl12.6 implantable collamer lens -11.0 diopter had "patient contact however unsure what happened." Attempts to obtain additional information have not been successful. The event occurred (B)(6) 2022.